Event description:
The neurostimulator was replaced because telemetry was not possible. Premature battery depletion was suspected. No injury to the pt was reported.

Manufacturer narrative:
Device marketed outside us for interstim therapy. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.